Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 595 mg/dl. Prior to the event, the customer experienced nausea and vomiting. The customer's mother called the paramedics, and the customer was taken to the hospital. Troubleshooting was performed, and the insulin pump passed the self test. Found multiple alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.